Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited unspecified issue and the rv lead helix failed to extend. The rv lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis with the helix noted retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would contributed to helix mechanism issue reported in the field. Visual and x-ray examinations did not find any anomalies except for procedural damage. The cause of the reported event was isolated to the helix being clogged with blood/tissue.